Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se after an interventional procedure. Reportedly, the patient is experiencing leg pain that has continued for more than a month since having the starclose clip implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.